Event description:
The account alleged the bed has no nurse call functions. No patient impact.

Manufacturer narrative:
The technician found the communication cable had been damaged. The communication cable was replaced by the technician to resolve the issue.